Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that his onetouch ultra meter was displaying his past results when attempting to perform a test. The complaint was classified based on the customer care advocate (cca) documentation since the medical affairs specialist (mas) was unable to reach the pt by phone. The pt reported that the alleged issue began on two days earlier. As a result of the issue, the pt stated he was unable to test his blood glucose. Despite the issue, the pt reported taking his usual dose of diabetes medication (40 units of lantus). On an unspecified date/time, the pt reported having symptoms of weak and shaking. The pt denied receiving medical intervention. At the time of troubleshooting, the cca confirmed there was no known trauma to the subject meter. The pt was unable and/or unwilling to for the cca to resolve the issue. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose, due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.